Event description:
This is report 3 of 3.this is a report of peritonitis in a patient coincident with dianeal and extraneal therapy for peritoneal dialysis. Dianeal and extraneal therapy ongoing. The patient experienced cloudy effluent and fever and was admitted to the hospital the same day and diagnosed with peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 13a16h25. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).